Event description:
Additional information received reported that the device had six reservoir volume discrepancies leading up to the previously reported explant, the magnitude was not specified. It was also noted that the replacement pump led to successful delivery of the therapy, and in the healthcare provider¿s opinion, it was ¿clearly pump malfunction,¿ and that the analysis result of no anomaly found was ¿insulting.¿

Event description:
It was reported that the pump was replaced due to volume discrepancies and an end of life (eol) that 'decreased faster than the calendar months'. It was reported that there had been an increasing discrepancy residual volume. It was reported that the customer thought that the issue may have been due to corrosion. The customer wanted the pump explanted and the physician decided to do an early replacement. Patient symptoms and complications reported included increase of pain with a visual analog pain scale (vas) of 10 (on a scale of 0-10) and increase of spasticity. At the time of the report the patient was reported as alive with no injury and no adverse event. The medications used in the pump were clonidine, hydromorphine and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
The representative later reported the medication used within the system included compounded baclofen, in addition to clonidine and hydromorphone. The previous report indicated that unspecified baclofen was used with clonidine and hydromorphone.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all infusion, non-destructive, volume, and full destructive testing. Dispense testing, and additional 15 day volume testing all passed showing that the pump was dispensing accurately. Septum was examined and no definitive damage or coring that could promote a leak could be seen, fill septum pressure testing confirmed this. No suspicious needle activity suggesting non hcp access was noted either. The only thing to note in the logs was a past stall and recovery light seen in the read event status. Destructive analysis was performed and only non significant corrosion was seen. This pump appeared to be operating as designed. A pump running at a higher rate will calculate an eri due to motor revolutions sooner than implantable days. This particular pump was programmed for 1092.72 ml/day. (B)(4).